Event description:
Facility states: there is a crack underneath the bottom of the lift which caused a patient to tilt and almost fall from the lift. No injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model rpa450-1, serial number/date (B)(4) is approximately 3 years old. The owner's manual part number 1078987 , rev. V(june-06), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter of this event. The consumer's medical condition, stability and medication regimen are unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.